Event description:
During a regularly scheduled preoperative history and physical, the (B) (6) patient was found to have prominent hardware. Patient was taken to the operating room for a lengthening and it was found that the veptr device had become dislodged. The hardware was replaced.

Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned and no lot number was provided.